Event description:
Radiation to the tumor bed resulted in direct radiation to stomach due to post-total esophagectomy. Radiation caused pain "it felt like they burned a hole right through my stomach". Also pain post-radiation. Gastric ulcers were noted to be the cause of pain. Gastric/aortic fistula formed and needed to be repaired. When they went in to repair, they found the stomach to be totally unusable, the pt would never eat again - if he survived. Removal of the stomach was mandatory. Due to extensive surgery greater than 6 hours the kidneys failed and pt passed away. Possible that the state of the stomach due to questionable overdose of radiation, contributed to the swiftness of fistula formation.